Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, the charging accessories overheated. No additional patient or event information is available. The usb cable was returned for evaluation. An external visual inspection was performed and passed. A usb cable load test was performed and passed. The charger block was returned for evaluation. An external visual inspection was performed and failed due to charger damage. A charger load test could not be performed due to damaged charger. The reported event of charging accessories overheated was confirmed via product. A probable cause could not be determined.